Event description:
The customer reported that a spark and small fire ensued while the ligasure was being cleaned and activated on a damp swab between the jaws. The activation time was 2 to 3 seconds long. The instrument was not used on the pt after this happened. There was no pt injury.

Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.